Event description:
It was reported that patient had uneventful ilasik in both eyes on (B)(6) 2015. Patient stated that when he got home after surgery, he ''blinked hard'' and immediately felt some mild discomfort with a small decrease in vision in right eye. On (B)(6) 2015 visual acuity sans corrected (vasc) was 20/25 for right eye and multiple striae. Patient brought back to the laser suite and the flap was floated in right eye. (B)(6) 2015 vasc 20/20 in both eyes.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.